Manufacturer narrative:
Clinical evaluation performed by medical affairs 02 february 2018: two years and 8 months after primary tkr the insert fixation screw got loose in the joint. It was immediately removed with an arthroscopic operation. No consequence should be expected for the absence of the screw in the future life of the implant. During arthroscopy visual inspection of articular surfaces was performed and no component revision was deemed necessary. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Batch review performed on 14 february 2018: lot 144601: (B)(4) items manufactured and released on 29 september 2014. Expiration date: 2019-08-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Inlay locking screw arthroscopic removal due to unscrewing 2 years and 8 months after primary.